Event description:
It was reported that the lesion was in the mid right coronary artery (rca) and was moderately calcified and moderately tortuous. After pre-dilatation was performed, a 3.0x23 mm xience v stent was deployed successfully; however, after deployment, a dissection was noted proximal to the implanted stent. An attempt was made to cross with a 3.0x18 mm and a 3.0x15 mm xience v stent delivery systems; however, both failed to cross to the dissection. The decision was made to implant a vision stent in the ostium of the rca to open up the vessel for xience v devices to advance; however, after the vision was successfully deployed, the xience v stents still could not cross to the dissection through the deployed stent. As the dissection could not be treated by stent implantation, the decision was made to send the patient for coronary artery bypass, which was completed successfully and the patient is reported to be well post procedure. No clinically significant delay in the procedure was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency and the product was not returned. The reported patient effect of dissection, as listed in the instructions for use (IFU), is a known adverse event associated with coronary stenting procedures. Dissections can be influenced by several factors including, but not limited to, lesion characteristics, procedural technique, and device size selection. It should be noted that the IFU states: implanting a stent may lead to dissection of the vessel distal and / or proximal to the stent and may cause acute closure of the vessel requiring additional intervention (CABG, further dilatation, placement of additional stents, or other). Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.